Event description:
It has been reported to philips that device's host computer was not booting. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked remotely and found that an automatic remote alert generated by the system that indicate that the host pc didn't boot. After review log file rse found the issue most likely caused by a failing memory bank. After functional test remote service engineer (rse) confirmed the memory issue. The cause of the host pc failure conclusively determined by the supplier's part analysis, the failure description was missing pci cards and no dimms. On 19-dec-2023 the fse replaced the host pc. After replacement of host pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.